Event description:
A saphhire ii pro sz balloon was successfully expanded at the bifurcation of obtuse marginal (om) artery and circumflex through a stent strut. The physician attempted to remove the balloon; however, it was stuck in the strut. The physician pulled the balloon with force and the distal tip of balloon catheter and wire remained in the patient's body. A 6fr guideline was advanced over the wire, a 2mm balloon was inserted and the broken piece of the balloon catheter was entrapped and removed. No pieces of the balloon remained in the patient. No dissection or perforation was observed. No further interventions were necessary to complete the procedure.